Event description:
It was reported that the patient had a regular refill of their pump performed in 2021. During this refill, only 8 ml of drug volume was filled into the pump. A volume of 32 ml entered the subcutaneous area. It was unknown if these 32 ml was directly administered through the needle because it slipped out of the refill port or if these 32 ml came out of the pump due to a malfunction of the silicone septum. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. As a result of this overdosing, the patient had to be resuscitated. The resuscitation was successful but the patient suffered severe health consequences. As a result of these health consequences the patient died approximately in (B)(6) 2023. The issue was resolved at the time of this report. The patient's age, weight and medical history was asked but unknown. Additional information was received from a company representative. It was reported that the refill procedure of the pump was the initial event that led to the consequences which resulted in patient death. It was unknown if a pump malfunction or a handling issue of the hcp during the refill process was the root cause of the event. The medication in the pump at the time of the event was some off label mixture, details unknown. It was asked but unknown if any interventions had occurred at that time. The patient outcome following the entrance of 32 ml into the subcutaneous space was that the patient suffered severe health consequences among other things kidney failure, details unknown. At the time of death, the pump was being used and it was a regular scheduled refill during the therapy. The details regarding drugs and dosing was unknown. The cause of death was due to health consequences suffered from the overdosing, details unknown. It was reported the patient had a refill procedure leading up to the death. It was asked but unknown if the patient was hospitalized, if the patient had any symptoms, and the location where the patient passed away prior to passing. It was asked but unknown if an autopsy or toxicology report was available. It was reported an autopsy was performed (was scheduled for (B)(6) 2023) and within the autopsy, it was planned to explant the pump. It is currently unknown if medtronic will receive the pump for an analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.